Manufacturer narrative:
Insulin pump received with blank display due to moisture damage at electronic assembly. Also, moisture damage motor during visual inspection. Insulin pump received with blank display due to corroded battery tube. Unable to perform operating currents, self test, rewind test and displacement test or verify weak battery alarm and failed battery test due to blank display. (B)(4). The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
Information received by medtronic indicated that insulin pump had changed batteries and it was with blank display and did nor return to work as designed even changing batteries again. No harm requiring medical intervention was reported. The customer was assisted with troubleshooting. Customer stated that battery compartment or springs, battery cap and contacts are not damaged. The insulin pump returned to work as designed. The device will be returned for analysis.